Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
Patient in (B)(6) 2018 had a hip fracture and had an omega plate/lag screw as well 7.2 cannulated screw. Hardware was removed prior to starting tha procedure.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. Based on the given information, the root cause was attributed to be patient related. The failure was caused due to the mentioned poor bone quality which resulted in the fracture of the acetabulum during the tha procedure. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities, due to the fact as during tha procedure, surgeon was impacting the cup and fractured the acetabulum. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Patient in (B)(6)2018 had a hip fracture and had an omega plate/lag screw as well 7.2 cannulated screw. Hardware was removed prior to starting tha procedure. As reported in pi # 2121579: "during tha procedure, surgeon was impacting the cup and fractured the acetabulum. Surgeon pointed out that the bone quality was poor. Registration was 0.2. Patient in (B)(6)2018 had a hip fracture and had an omega plate/lag screw as well 7.2 cannulated screw. Hardware was removed prior to starting the hip procedure. While fixing the acetabulum he had a hard time get the screws fixated. Case was completed robotically. Surgical delay - 1 hr while placing plate and screw".